Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient contacted (B)(6) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Doi: unknown - dor: (B)(6) 2007 (left side). Update (B)(6) 2011 - litigation papers received. They provide part and lot number for the cup. They also allege that doi was (B)(6) 2006 and dor was (B)(6) 2007. Update (B)(6) 2012 plaintiff's fact sheet (pfs) received (B)(6) 2012. Added femoral head product. There was no new information received that would impact the outcome of the investigation. Pfs alleges doi: (B)(6) 2006 dor: (B)(6) 2006. Update: (B)(6) 2014 - ppd with medical records received. Medical records indicate that the patient suffered from pain, cup loosening, and that the trochanter was cracked during stem implantation. The stem is being added to the complaint. Stem remains in situ. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.